Manufacturer narrative:
This event was likely not due to any component level malfunction and instead likely due to the customer using a folded adult wrap for pediatric therapy. This issue was resolved for the customer by explaining that the folded adult wrap was causing the device to work inefficiently and that the device will warm 0.5 c maximum per hour for safety reasons. The device manufacturing date has been corrected in section h4.

Event description:
It was reported that the altrix was alarming due to patient temperature and set temperature between 0.5-1 degrees apart. The rn stated that the patient is warming and they have not seen the patient temperature move in the past 40 minutes. The rn also reported that they are using folded adult thigh wraps on a newborn because they do not have pediatric size wraps.

Event description:
It was reported that the altrix was alarming due to patient temperature and set temperature between 0.5-1 degrees apart. The rn stated that the patient is warming and they have not seen the patient temperature move in the past 40 minutes. The rn also reported that they are using folded adult thigh wraps on a newborn because they do not have pediatric size wraps.

Manufacturer narrative:
Corrected the results code.

Event description:
It was reported that the altrix was alarming due to patient temperature and set temperature between 0.5-1 degrees apart. The rn stated that the patient is warming and they have not seen the patient temperature move in the past 40 minutes. The rn also reported that they are using folded adult thigh wraps on a newborn because they do not have pediatric size wraps.